Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient representative reported right-side, pain and "device rupture could not be ruled out." Device remains implanted.

Event description:
Healthcare professional reported a patient experienced the events of ¿pain¿, ¿right side: seroma, capsule fibrosis grade ii¿. Device has been explanted.